Event description:
A transcatheter asd closure was attempted in a pt. Tee showed a less than optimal position of the aortic edge of the left disc; therefore, repositioning was achieved. The device was released, but after a few seconds, complete embolization to the left atrium occurred with extremely unstable position. Part of the occluder was somewhat fixed in the left atrium, but then slipped to the left ventricle and back to the left atrium. On the basis of the device position, snaring was not an option. The pt underwent emergency surgery for removal of the device with no complications.